Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to cracked haptic. The incision was enlarged to remove the lens and sutures were used to close the wound. Another lens of the same model was implanted successfully. Reference MDR#119279-2014-00241 for the injection cartridge involved in the event.